Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had cracked display window, cracked case at display window corner, battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported the insulin pump stopped working. The buttons on the insulin pump were unresponsive. Customer's blood glucose was 333 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.